Manufacturer narrative:
The battery history was reviewed and revealed the pump had 7 battery discharges below alarm threshold. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed under CAPA, mdq-CAPA-132.

Event description:
The facility's biomedical engineer reported an infusion pump with a potentially damaged battery. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.